Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited malfunctions. The lead was explanted and replaced. The patient experienced no adverse consequences.